Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material clogged in the nozzle" was confirmed as was presumed to have been due to the nozzle being clogged with cellulose. As a result of component analysis of the foreign material, a cellulose component was detected. In addition, when magnified observation of cellulose shows that it is fibrous, it is thought to be derived from cloth or paper. The suggested phenomenon of "air leakage from the biopsy channel" was reproduced, and was considered to be due to the damage on the inner surface of the biopsy channel. The following factors are inferred from the state of the damage: ·forcibly inserting a endo therapy accessory with a tight angle and a heavy insertion of the endo therapy accessory. ·endo therapy accessory with the tip out of the sheath or with the tip damaged was inserted. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿: "[inspection of the endoscope]. 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the instrument tube. Also, evaluation found the bending angle in the up direction and play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, and the scope cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water leakages. The customer noted the issue occurred about a month after delivery. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.